Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Off-site hybrid analysis confirmed the field reported no telemetry failure. During analysis, the device inadvertently incurred a power on reset (por) triggering successful communication via telemetry suggesting the device had been in a locked-up state. The device was fully functional with nominal system current drain, reference voltages, and regulated supply voltages. The cause of the no telemetry field reported failure was not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted due to an upgrade. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.